Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results from (B)(6) 2025 pm fasting of 314 mg/dl and more than 3 hours later 350 mg/dl pm fasting, and from (B)(6) 2025 am fasting of 367 mg/dl, took her morning medicine and then retested more than 2 hours later and obtained 300 mg/dl, 12:51pm tested again 270 mg/dl pm fasting, 1:30pm 289 mg/dl pm fasting retested back to back from same finger and got 279 mg/dl retested back to back third time same finger 308 mg/dl fasting pm. The customer¿s expected blood glucose test result is <120 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/25/2026 and open vial date is (B)(6) 2025. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.